Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that insulin pump didn't resume basal delivery after auto suspend. Customer confirmed that they selected resume from the main menu to resume basal delivery. Customer confirmed that the low limit was set to 80 mg/dl. Customer¿s blood glucose was 180 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.